Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins). The reason for call was caller mentioned patient's (pt) ins was in a 'dormant' state because therapy had been causing pt's leg to 'feel funny.' Caller said pt doesn't charge their ins ("probably at least a few years" since last charged ins) and was looking for information on how to figure out eligibility for MRI of pt's neck. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed ins would need to be charged and put into MRI mode to see eligibility. Agent mentioned pt might be able to meet with a manufacturer representative (rep) to pull ins out of 'dormant' state to charge and put ins into MRI mode. The patient later reported they haven't used their implant in 10 years because they didn't need it anymore and they need to get an MRI. Additional information was received from the patient (pt) stating they are getting the ins removed but hcp needs ins and lead information.